Manufacturer narrative:
The reported output anomaly was confirmed. An arc mark was observed on the ICD can. Further evaluation of the arc marks indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.

Event description:
It was reported that oversensing episodes were detected. An alert was received for possible hvli circuit damage. System was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.